Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device displayed a "bridge test failed" message. Complainant indicated that the clinician was able to continue using the device to treat the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.